Event description:
Found while inspecting device. Device readiness indicator reads ok. Customer stated that when he tried to turn on the device there are no voice prompts.

Manufacturer narrative:
The device was replaced under field action, and will be evaluated upon return to physio-control. Physio-control will submit a supplemental report on this event.